Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported from canada via the implant patient registry that this valve model 3300tfx25mm implanted in the aortic position was explanted after an implant duration of three (3) years and nine (9) months for unknown reasons. Another 25mm bioprosthetic valve was implanted in replacement. Per the implantation data card received there was allegation of device deficiency. The patient was noted to be in recovery after the procedure.

Manufacturer narrative:
Additional information/updated information. H6: type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative. The device was not returned for evaluation. A device history records (DHR) review was performed, and there is no evidence to suggest that the reported event was related to a manufacturing non-conformance due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. Based on the information available, a definitive root cause cannot be conclusively determined.